Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient condition was unknown. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was unknown.